Event description:
Consumer reported, his insulin is leaking when he's taking injections. Stated, he does not prime before injections and is not sure how long he keeps the needle in his injection site. Discarded the box that pen needles came in. Stated, he is using, nano pen needles. Samples are not available went over instructions on how to prime and take injection with pen needles. (B)(6).

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.